Event description:
Dealer reported to sunrise medical that the back rest brackets snapped on both sides of the end user's wheelchair. The end user was attempting to transfer into his wheelchair when the brackets gave. The end user didn't fall nor were there any injuries reported.

Manufacturer narrative:
Sunrise medical sent out a replacement back assembly on 08/22/2013 under MFR's warranty. (B)(4) will be doing the repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a f/u report will be filed.